Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h09l04074 and an exception was noted. The exception issue was not related to the reported condition. There were no deviations from standard procedure. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of non-compliance with pd therapy activity and care restrictions, with fluid intake and peritonitis with culture positive for e. Coli in a patient (born in (B)(6)) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient was noncompliant with fluid intake, pd therapy activity restrictions and care since the start of pd therapy. On (B)(6) 2010, the patient experienced peritonitis. The patient reported that he had been in a public hot tub during vacation. Treatment was not reported. On an unreported date in 2010, the patient had recovered from the peritonitis. The outcome for the noncompliance with fluid intake, pd therapy activity restrictions and care was not reported. It was not reported if dianeal therapies were ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was related to patient's non-compliance with activity restrictions and was not related to dianeal therapies. A causality was not reported for the non-compliant with fluid intake, pd therapy activity restrictions and care.